Event description:
One patient sample with discrepant calcium results. Initial result 8.5 mg/dl. Same sample repeated gave result of 9.3 mg/dl. Erroneous result was reported, patient not adversely affected. Specific root cause of discrepancy was not identified.